Event description:
Healthcare professional reported left side "rupture and capsular contracture baker grade IV". Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Clarification to d6a. Only year was reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.